Event description:
The customer reported that the ventilator is giving high o2 pressure supply and oxygen not available message. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
The biomed reported two alarm messages, a high o2 pressure supply alert and oxygen not available. The biomed in conjunction with factory support determined that an improper o2 regulator was being used. The v60 does not allow pressures over 87 psi and will allow o2 from the source to flow until the pressure drops. Once the biomed fitted the tank with a regulator set at 50 psi max, the ventilator allowed o2 to flow.

Event description:
The customer reported that the ventilator is giving high o2 pressure supply and oxygen not available message. The customer reported the unit was in use on patient, but there was no patient harm.